Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for essential tremor and dbs (deep brain stimulation) therapy indications. It was reported that they were charging the ins, but it seemed like the ins had not charged past the half way mark for a long time: it had been weeks now. When charging, he just places it over the stimulator since he does not use the holster belt because it does not work for his body type. They would get 8 coupling bars filled and does not move when charging. A new recharger antenna was being sent for the patient and adhesive discs to try. No patient symptoms or further complications were reported as a result of this event.